Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter protruded the introducer sheath. It was reported that there was tortuosity. The filter was removed, and another device was used to complete the procedure. No adverse effects to the patient was reported. Sheath system, introducer and a tulip filter were provided for product evaluation. Blood/biological matter was present. The filter was damaged/wrinkled at three of the four leaves. The sheath was curved and had a perforation at the outside of the curved part. Kinks was also observed. Per the product evaluation, the likely cause is that a tortuous anatomy and excessive force contributed to the reported event. According to instruction for use excessive force should not be used to place the filter. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the information provided and per the product evaluation a likely cause is that tortuous anatomy and excessive force contributed to this event. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement with the approach from the left jugular vein. There was a cv port at the right jugular vein. When approaching from the left jugular vein, there was tortuosity. The filter was advanced in the sheath, but the filter protruded from the sheath. After removing the complaint filter from the sheath with another manufacturer's device, another igtcfs-65-jp-jug-tulip in stock was used and placed with the right jugular vein approach. Patient outcome: no adverse effects to the patient were reported.